Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a hi code alert, measurement was around 160 ohms. A second alert was noted and the measurement was around 80 ohms with intermittent measurements wondering between 80-140 ohms. Despite in range measurement were available at the moment, impedance trend shows sudden jumps in impedance values not commonly associated to postural or clinical patient condition. Boston scientific technical services recommended additional testing including performing x-rays, request the patient come into the hospital, keeping the patient in hospital under monitoring until all testing and verification can be concluded. If healthcare professional cannot find any evidence of system damage, they should consider full system replacement. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. This device and electrode are expected to return for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a hi code alert, measurement was around 160 ohms. A second alert was noted and the measurement was around 80 ohms with intermittent measurements wondering between 80-140 ohms. Despite in range measurement were available at the moment, impedance trend shows sudden jumps in impedance values not commonly associated to postural or clinical patient condition. Boston scientific technical services recommended additional testing including performing x-rays, request the patient come into the hospital, keeping the patient in hospital under monitoring until all testing and verification can be concluded. If healthcare professional cannot find any evidence of system damage, they should consider full system replacement. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. This device and electrode were returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.